Manufacturer narrative:
Citation: stötzel et al. Comparison of latest generation intra- and supra-annular self-expanding transcatheter heart valves for aortic valve-in-valve procedures. Catheter cardiovasc interv. 2025 jul 17;106(3):1873¿1882. Doi: 10.1002/ccd.70011. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding comparison of latest generation intra- and supra-annular self-expanding transcatheter heart valves for aortic valve-in-valve procedures. The study population included 32 patients who were predominantly male with a mean age of 78.6 years old. Multiple manufacturers¿ devices were implanted in the study population; 10 patients were implanted with a medtronic evolut r or evolut pro or bioprosthetic valve. Among all medtronic valve patients, clinical observations included: stroke, arrhythmia requiring permanent pacemaker implant, peak gradients of 19.1 mmhg and moderate or greater paravalvular leak (pvl). No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events, and that no devices are available for return. No further details were provided.